Event description:
It was further reported that the patient had switched physicians. The current (new) physician did not trial or implant patients. When or if the patient decided to replace her device, the company representative would assist her to find a physician that would do so.

Event description:
It was reported that there was an intermittent loss of therapy and an intermittent loss of stimulation. It was also reported that the action required as a result of this event would be replacing the device; however at the time of the report it remained implanted and in service. It was noted that the cause of the issue was normal battery depletion. It was also noted that the intermittent loss of stimulation began 3 months prior to the date of the report. It was further noted that there were no patient symptoms or complications associated with this event. It was reported that the patient¿s therapy was flickering on and off. It was noted that service life was ok and the battery status was 2.8 volts. It was noted that this had been occurring for the 3 months prior to the date of the report. When asked if the issues occurred only in certain positions the patient stated it was ¿just random.¿ it was noted that electrode impedance was tested as 3.0 volts and nothing flagged as out of range and they all were within 150 to 40,000 ohms. It was further noted that all values were 900 to 1100 ohms and 1000's range of values. The patient reportedly had two groups but used b more frequently. The issue was reportedly happening every day, and was happening on the right side of the patient¿s body.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2008, product type: extension. (B)(4).